Event description:
The ge oec uroview fluoroscopy sys displayed communications failure and would not complete the boot cycle. The sys was inoperable.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive and table generator interface pcb which were replaced. Additionally, the systems interface pcb required replacement and the external keyboard needed to be disconnected per procedure to restore system function. The calibration files were re-loaded. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.